Event description:
A patient sample measured 121 mg/dl (venous blood), using the suspect device. A lab result, generated from the same sample, measured 80 mg/dl. Reporter indicated that controls were run, and had tested in range. A request was made for the return of the suspect device and replacement product was shipped.